Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on investigation findings and historical data, suggests a probable cause stemming from stress factors such as component damage or degradation, as indicated by reasonably known information. The most likely cause of this complaint is anticipated or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image blackout during angulation adjustment. In addition, the surface precoat on the insertion tube was coming off. There was no patient involvement.